Event description:
Patient (user) experienced difficulty inserting the catheter because it was not as stiff as the previous catheter brand he used. He stated the decreased stiffness caused him to touch the catheter with his fingers more than the other catheter brand to achieve insertion. Patient acquired a urinary tract infection coinciding with the reported insertion difficulty. Patient has changed catheter brands and reports it is working fine.